Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent kit was implanted in the pancreatic duct of a patient during a pancreatic duct stent placement procedure, performed on (B)(6) 2018. No issues were noted with the device during the placement procedure. On (B)(6) 2018, the patient complained of pain on the right abdomen. On (B)(6) 2018, computed tomography scan was performed and confirmed that the stent had perforated the intestinal wall. The image was examined and the physician found that the pancreatic duct migrated from the pancreatic duct to the large intestine, and it perforated the large intestine wall. Inflammatory findings were also observed from the test results. On (B)(6) 2018, the migrated stent was removed using a snare with colonoscope. Endoscopic clipping procedure was performed. An antibiotic was administered. The patient was then under follow up observation. No additional procedures have been planned for this patient. Per the physician¿s assessment, after the stent migrated from ileocecal valve, it is most likely that perforation occurred because the stent remained in a state perpendicular to the intestinal wall for long time. This patient has many diverticula, which is different from normal. But it is unknown whether the perforation occurred by the number, size and place of diverticula. The physician also felt that the stent was getting hard.